Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation showed dented brake cap and strain relief pulled out. Visual damage to the shipping box. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider left motor brake is hanging consumer was driving and unit fell no injury sustained.